Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2630 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of vitros tropi es reagent lot 2630 at, or below, the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A review of the vitros 5600 integrated system intellicheck information revealed a potential issue with the microwell incubator reference. Although no condition codes were directly associated with the higher than expected vitros tropi es result itself and a within-run vitros tropi es precision test met the performance guidelines, service revealed that the alignment between incubator outer ring and the outer lift pin needed adjustment. Therefore a transient instrument issue cannot be completely ruled out. In addition pre-analytical sample processing could not be ruled out as contributing to this event, as the customer is not following the sample tube manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected result from a single patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Sample 1 result of 0.568ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient result was not reported outside of the laboratory. There is no allegation of patient harm as a result of this event. (B)(4).